Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high. Three days earlier at 12:42 pm, the lay patient was at work when she obtained a result of 500 mg/dl on the reported meter while not feeling well. She said her arm was bothering her and she was not feeling herself. She took 12 units of novolog insulin "right after" use of the meter. Afterward, a co-worker said the patient was "talking out of her head". Ems was called. The patient was unconscious when the emt's arrived. The emt's attempted to test the patient with the ems meter, but it did not work. The patient woke up and the emt's tested the patient with the reported meter at 1:14 pm; the result was 62 mg/dl. The patient was treated with IV glucose; however, it was not clear whether the patient was treated before or after the result of 62 mg/dl was obtained. A result of 163 mg/dl was obtained on the reported meter at 1:34 pm. The patient was transported to the ER where a result of 42 mg/dl was obtained on the ER device compared to a result of 73 mg/dl on the reported meter. The comparison of the lfs meter reading to the ER device exceeded the expected value of <=30% and/or <=30 mg/dl. The patient told the customer care advocate (cca) she performed two control solution tests: the first result was error 5 and the second result was out of range. Error 5 indicates that the meter detected a problem with the test strip. The patient said she was out of test strips when she spoke with the cca. No information was provided regarding the patient's diabetes treatment regimen, her meter readings or actions prior to the time of concern. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleged obtaining inaccurate readings on the lfs product compared to an ER device and with control solution. The patient claimed she had taken insulin based on a high blood glucose result on the lfs product and later was treated with IV for glucose hypoglycemia.